Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device logs do not capture reports of this nature. Internal inspection revealed no cable connection discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type.